Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted on (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with syncope. Upon device interrogation, it was found that the right ventricular (rv) lead exhibited high and increased thresholds, and loss of capture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.